Event description:
Patient reported obtaining a blood glucose result of 204 mg/dl, while using the suspect device. Patient indicated that, 5 minutes earlier, her blood glucose was tested on her physician's device with a result of 104 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.